Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 april 2023: lot 2204105: (B)(4) manufactured and released on 11-may-2022. Expiration date: 2027-04-21. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.